Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). . The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal on the lower housing were intact. No visible damage is to be located. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. Based on the complaint description, could be detected that the customer inserted an empty syringe. The device was put into standby and after a few seconds, the device alarm 1024 (fup ea key closed to long) occurred. The device alarm occurred 20 seconds after the device was put into standby. It could not be excluded, that the ea-button was pushed over 20 seconds. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,12%. 2.5 the device was disassembled, and the inside was investigated. Also, the operating unit was disassembled. No visible damage could be found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. An application error could not be excluded.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "overinfusion." Customer information: "according to the user, squeezing out a 50ml syringe in less than an hour, with the setting 8ml / h. (Should have taken just over 6h). Patient not harmed."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.